Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check with a message 'e pressure transducer difference >5 cmh2o'. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
The device was investigated on-site, where the reported issue was confirmed. During troubleshooting, it was determined that one of the pressure transducer printed circuit boards (pcbs) was the cause of the problem, and it was subsequently replaced. After replacing the pressure transducer pcb, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The pressure transducer pcb is responsible for measuring pressure in the ventilator. A faulty pressure sensor may lead to inaccurate pressure measurements, which will be detected during the pre-use check. If the failure occurs during ventilation, alarms will be activated. No device logs were provided, so a device log analysis could not be conducted, and the reported issue could not be confirmed beforehand. The pressure transducer pcb was returned for further investigation. A visual inspection of the returned pcb revealed no abnormalities. The pressure transducer pcb was then placed into a reference ventilator for simulated use testing. During this testing, the device failed the internal leakage test, the pressure transducer test, and the safety valve test. During ventilation, the device alarmed for low positive-end-expiratory pressure (peep). The zero pressure voltage on the pressure transducer pcb showed a significant offset drift, explaining the reported issue. Measuring the wheatstone bridge for the pressure sensor on the pcb revealed a slight imbalance. Additionally, a microscopic investigation found significant dirt, debris, or particles inside the pressure sensor's cavity, which could have impacted the pressure measurement performance. Our conclusion is that the device failed to meet its specifications during the reported event, and the most probable cause of the problem is dirt build-up in the pressure sensor on the returned pressure transducer pcb. A microscopic investigation of the sensor's cavity revealed dirt, debris, or particles on the sensor's chip, thus affecting the pressure measurement.